Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Planned revision of tibial components because of fracture of tibial extension(s). See x-rays. Update: aug 21, 2017. Patient revised: (B)(6) 2017.

Manufacturer narrative:
The complaint states planned revision of tibial components because of fracture of tibial extension(s). See x-rays. Update:aug 21, 2017 patient revised (B)(6)2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.